Manufacturer narrative:
Technician checked siderail functions. Pressed head up, motor activates, but no head up. Tried to raise manually, no change. Replaced head up valve solenoid to resolve this tissue.

Event description:
Information received indicated that there was no head up on the bed.